Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default initial reporter phone number: (B)(6). Investigation summary: it was reported blood leaked from the plunger. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe in the horizontal position. The syringe is connected to tubing and the rubber stopper at the 5ml mark of the graduation scale. There is blood past the rubber stopper. A device history record review was completed for provided material number 302830, lot number 0216660. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 20ml ll s/c 48 leaked. The following information was provided by the initial reporter: "blood leakage from plunger".